Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause could be due to an "operator error" during the latex dipping process. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to establish suction: 11.I.) Open outlet port. 11.ii.) Pump bulb until balloon fills container. 11.iii.) Close outlet port."

Event description:
It was reported that the reliavac evacuator balloon burst.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the reliavac evacuator balloon burst.